Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed cartridge and infusion set to address the issue. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose level of 532 mg/dl. Customer was treated with intravenous fluids of saline, insulin, and magnesium. There was no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain a discharge date from the hospital; however, no response was received.